Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was ¿shocked really bad." It was noted that the patient got his implantable neurostimulator (ins) turned off but went to the hospital after that because it felt like he had acid running through his veins after that. It was noted that when the stimulation was off, the patient experienced a burning sensation. It was noted that the patient¿s ¿whole leg was on fire.¿ it was noted that about 2 hours after the initial shocking, the patient began feeling the burning from the ins down the left side and the left side of the leg to the calf. No recent falls or traumas were reported. It was noted that the patient¿s ins would not turn on or charge.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).